Manufacturer narrative:
Continuation of d10: product ID 990045 (lot: 8831921); product type: 0193-guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012840634 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment. On the array segment, the guidewire lumen was observed to be kinked. On the spiral array segment, the spiral array pebax tube was observed to be kinked. On the spiral array segment, a knotted array was observed. Catheter identification and ablation. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanism was conducted. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot verification (where applicable): electrical continuity test revealed an open loop on the electrode #e1 wire. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During the inspection of the spiral array segment, an electrode wire(s)# was observed to be broken. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the catheter failed the return product inspection due to an electrode wire(s) in the spiral array region was observed to be broken. The spiral array pebax tube observed to be kinked. The spiral array observed to be knotted. A kinked guidewire lumen was observed in spiral array and electrode wire(s)observed tangled in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the catheter became tangled on the guidewire. The catheter was pulled and linked to remove it. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.